Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km878155 was released in two batches. Batch1: lot qty of (B)(4) units were released on june 6, 019 with no discrepancies. Batch2 : lot qty of (B)(4) units were released on june 6, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque wrench (p/n: 277040510, lot #: km878155) was returned and received at us customer quality cq. Upon visual inspection, no issues were observed with the returned devices. Functional test: a functional test was performed on april 27, 2021 by depuy synthes ortho kit team. At intermittent setting the high torque was measured to not be within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed, monarch torque wrench. Complaint confirmed? Yes, the device received failed torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the torque wrench (p/n: 277040510, lot #: km878155). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the device failed in measurement. This complaint was raised by the warehouse, there was no surgery or hospital associated with this complaint. This report is for one (1) torque wrench. This is report 1 of 1 for (B)(4).